Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized for an esophageal bled. She stated this was not cycler related. The pt was discharged to hospice on (B)(6) 2014. Medical records were requested.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of info a MDR's will be filed against the cycler while undergoing review by the manufacturing plant.